Event description:
The reporter stated that a strand from the toothbrush broke off in his tooth. He was unable to get it out and went to the dentist on (B)(6) 2017. The dentist did a x-ray and extracted the tooth. Now needs an implant and that will cost (B)(6) and will take 5-6 months. Reported device to the consumer product and safety commission. Also called company in (B)(6) at number on package ((B)(6)) and spoke with a man that said he will help him. Now he will not accept or return his calls. Reporter wants people to know this product is not safe and would like for the FDA to make the manufacturer pay for his implant.